Event description:
It was reported that during a rotational atherectomy procedure, the burr detached and remained on the wire during ablation in the left anterior descending (lad) coronary artery. The burr was removed without incident and another burr was used to complete the procedure. No patient injuries or complications were reported.